Event description:
It was reported that the extension lines are kinked. No patient injury was reported.

Event description:
Additional information received via email: events occured during set up.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Eighteen physical samples decontaminated were returned for evaluation; the samples were analyzed. The samples were observed with marks in the tube (clamp mark). Therefore, the complaint was confirmed. The mark of the returned samples was compared with the sample of set, extension (activated the clamp), the mark was similar. Based on the analysis the root cause is the clamp was closed or manipulated during manufacturing process and this origin the pinch marks found in the tube and production personnel did not detect the damage of the unit. The production personnel were trained and performed assembly operation per manufacturing procedures for extension set with filter assembly.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04948. The report was submitted in error., corrected data: corrected information provided in h10.